Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent instances of high and low blood glucose levels that ranged from 54 mg/dl to 240 mg/dl that required intervention; cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.